Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The comm board was replaced to resolve the issue.

Event description:
The hospital reported the unit had a system failure during bootup. There was no report of patient involvement.